Event description:
A customer contacted beckman coulter inc, (bec), and reported they noticed about 5-10ml of clear fluid on the counter under their act diff analyzer when they attempted to run the controls over the weekend and stopped using the instrument. The operator was wearing gloves, lab coat, and protective eyewear at the time of the event. The operator did not come into contact with the fluid.patient results were not affected by the leak. There was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) replaced the peristaltic tubing, all the fluid filters and the lyse syringe to resolve the leak. The cause of the leak is unknown, but can be attributed to the parts replaced during instrument service. (B)(4).